Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was unable to turn on, no power to station and fridge was beeping. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 14-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the failure of the main 3.2 drawer board. The field service engineer replaced the main 3.2 drawer board and the keyboard cover and verified functionality through hardware test application to resolve the issue. The system functioned as intended after the field service engineer repaired the device.